Event description:
Customer reported that the device did not work well. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to water. The evaluation also found parts of the tool locking were rusted and was attributed to maintenance issues. Device was inspected, parts were replaced and device repaired.